Event description:
Caller reported aviva system blood glucose results of 197 mg/dl, 114 mg/dl, 164 mg/dl, and 78 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.